Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly elected revision surgery for a technology upgrade. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Additional information section: h.6. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed and damage on the header with visible crack was observed. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The manual capacitor leakage test showed all reading revealed excessive current leakage due to flooded components. This is not believed to be related to the return reason. Gross leak test revealed a steady stream of bubbles noticed at the brazed area. This is due to the damage that is believed to have been induced during revision surgery. The internal visual inspection noted flooded components on the hybrid. This is due to the damage that is believed to have been induced during revision surgery. This device was explanted for medical reasons. However, the output capacitor leakage test produced results which were out of specification. Further analysis determined that the out of specification results was due to the flooded components caused by the crack on the braze which is believed to have been induced during revision surgery. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information sections h.4, d.4. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.